Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Com- (B)(4). D4: additional device information, catalog number: correction; h2: follow-up type: correction.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download was performed and passed. A review of the share logs review was performed and nothing relevant was found. The allegation was not confirmed. The probable cause was not confirmed because reported allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.